Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported that insulin squirted out during the manual prime process. The blood glucose reading was 60 mg/dl. The customer became unresponsive and an ambulance had to be contacted. The customer stated that she felt as though she had low blood glucose, treated with glucose and juice, and was hospitalized for low blood glucose levels. The blood glucose reading was 34 mg/dl. She stated that the insulin continued to drip after she let go of the act button. Troubleshooting could not be completed due to the adverse event. The reservoir volume and the status screen showed different amounts of insulin. Advised discontinuation of the insulin pump and return of the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.